Event description:
It was reported that no readings", "sensor error" or "brief sensor issue was reported. The wearable sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient lost consciousness and the patient¿s daughter called 911. The patient¿s cgm device was in a ¿brief sensor error state¿. It was reported the patient had been unaware of this prior to losing consciousness. Once emergency medical services arrived, the patient¿s bg meter reading was 30 mg/dl or 35 mg/dl. She was treated with IV ¿sugar¿. The patient recovered at home and was not taken to the emergency room. It was not specified how long the patient was unconscious. The patient was ¿stable¿ at the time of report. Data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However, sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "data investigation could not confirm no readings/ sensor error/ brief sensor issue occurred. However sensor error under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available." H2 correction.

Event description:
Data was provided for investigation. On (B)(6) 2025, patient was in a session (most likely on the receiver). Backfilled estimated glucose values (egvs) show low (less than 40 mg/dl) from 07:02 pm to 08:47 pm and brief sensor issue from 08:52 pm to 09:07 pm (most likely viewed on the receiver). At 10:45 pm, user completed app onboarding and enabled app alerts. Confirmation of the allegation and probable cause could not be determined.